Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A manual test was performed and speaker sounded. A functional test was performed and it passed. Performed receiver dropped tests for audio intermittent and it passed. The receiver case was opened for an internal visual inspection and it passed. The receiver log was downloaded and evaluated with no related errors observed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent audio alert and an adverse event. The patient passed out and the patient's son-in-law called emergency medical technicians (emt). It was indicated that the patient did not have any symptoms present prior to passing out. The patient was transported to the hospital and was given sugar water. The patient was released from the hospital the same day. The patient's wife indicated that they think the event was a result of the low alert not being loud enough on the continuous glucose monitor (cgm). At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.